Event description:
The complainant reported that during a procedure, the catheter ruptured. No harm or injury to the pt was reported.

Manufacturer narrative:
Device evaluation. The suspect device was returned for eval. The device was visually examined. The complaint was confirmed; the catheter had ruptured. Two kinks were also observed and a portion of the catheter was flattened. A leak test was performed on this lot prior to mfg release. Five units were tested with no leaks or ruptures. No significant abnormalities were identified in a device history record review. There were no processing problems with the lot that may have indicated a problem with the lot # that could have contributed to the defect. A review of the complaint history of the product line confirmed this is an isolated incident; however, merit will continue to monitor for any increasing trends. The root cause of the failure could not be determined. Eval results: catheter.